Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an implantation the physician noted that the implantable cardiac monitor exhibited a diagnostics anomaly. No additional information was available.

Manufacturer narrative:
Please correct this report 2017865-2016-05544, this device should not have been submitted as a medical device report (MDR).

Event description:
Upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as this event did not occur on this device and is not a malfunction and did not cause a serious injury upon recurrence.